Event description:
Cstd (phaseal optima) injector popped off from the phaseal optima connector. Throughout the shift, the rn also noticed multiple times that the injector screw became loose, even with firm screwing of the connector onto the IV lines. This has happened daily for months. Manufacturer response for optima phaseal, bd phaseal¿ optima injector n35-o (per site reporter). Bd has supplied us with blue clam shell clamps that are supposed to stop this from happening. Still happens daily even with the clamp.